Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced elevated blood glucose levels and nausea. The hotel doctor sent the patient to a private doctor. At the hospital the infusion device displayed e8 (power interrupt) and it was found that a piece of the battery compartment may have been broken. The patient was treated with insulin injections. The patient flew home and continued to experience elevated blood glucose levels and he went to the hospital. He felt sick, nausea, was vomiting, and had pain; he received a stent at the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.